Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about needle pain could not be confirmed. The device was evaluated and observed no abnormalities that could contribute to the reported event.

Event description:
The patient reported while having dinner at 5:20pm , the needle button accidently released prior to the completion of the 24-hour period. The patient confirmed that she did not press the needle release button.